Event description:
It was reported that the tip of the guidewire detached. A savion flx guidewire was selected for use. During the procedure while attempting to cross severe calcified lesion of the right common plantar artery of the foot, the savion wire's tip detached. Gross manipulation of the wire tip was used while attempting to cross lesion. This was unsuccessful and as the wire was removed through the coyote balloon, the tip detached. Due to chronic total occlusion (cto) of that area, the broken tip was left in the patient. The procedure was completed with a different device. There were no further patient complications reported and the patient condition is okay.

Manufacturer narrative:
Device analysis by MFR: the returned guidewire had the distal tip bent. Its body was kinked approximately at 0.75 inches from the proximal end. No further visual damages was found in the device. During the inspection it was encountered that the polymer jacket distal end had a detached section and it was not returned. The core wire protruded from the polymer jacket end. The detached section was located approximately (started at) at 117.7 inches from the proximal end. Dimensional inspection revealed that the overall length did not meet specification due to the polymer jacket detached. The distal tip outer diameter (od), the middle section od and the proximal section od were within specification.

Event description:
It was reported that the tip of the guidewire detached. A savion flx guidewire was selected for use. During the procedure while attempting to cross severe calcified lesion of the right common plantar artery of the foot, the savion wire's tip detached. Gross manipulation of the wire tip was used while attempting to cross lesion. This was unsuccessful and as the wire was removed through the coyote balloon, the tip detached. Due to chronic total occlusion (cto) of that area, the broken tip was left in the patient. The procedure was completed with a different device. There were no further patient complications reported and the patient condition is okay.